Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when aspirating the heparin solution, after the solution was placed in the syringe, a small object was visualized inside the syringe.